Event description:
A consumer reported having an intraocular lens (iol) exchanged six years ago due to opacification of the lens. For the last four months, the pt reported he cannot see objects, but shapes only and is concerned about his vision. The same surgeon performed the initial implant and exchange procedure. The consumer did not provide any contact information for the surgeon; therefore, follow up has not been conducted for the surgeon. Additional information has been requested from the consumer.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The consumer did not provide any contact information for the surgeon; therefore, follow up has not been conducted for the surgeon. Additional information has been requested from the consumer. (B)(4).